Event description:
Three third-degree burns were found on the pt's thigh under the grounding pad that corresponded to the pad where the gel meets the border, but not on the border; on the gel. The pad was not lifted, and had been placed on an outer thigh that was free from any conductive liquids or objects. The procedure was a laminectomy that was performed with a bard generator with the settings around 45 watts. The burns were significant and will probably need scar revision.